Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss. It was noted there was no fluid in the reservoir. The ipp was explanted and replaced. There were no patient complications reported.